Event description:
It was reported by the rep the er320 was used during a laparoscopic cholecystectomy. It was reported the clip became displaced post-operatively resulting in bile leak. The pt had to have a stent inserted according to the surgeon.